Manufacturer narrative:
The MFR svc rep performed an on site investigation. The svc rep repaired the flat cable. The system is operating as intended.

Event description:
The customer reported that the monitor on the 7900 system had failed. No pt injury was reported.